Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: on (B)(6) 2014, the patient had a blood glucose (bg) of 429 mg/dl with moderate weakness. Patient went to a hospital for treatment, was taken off the pump and given IV insulin. Patient was hospitalized for 3 days. Patient is not on pump at this time but on an alternate form of insulin delivery per health care provider. Customer support (cs) verified with patient that the ifs had been placed with no issue noted. Alarm history from (B)(6) 2014: low cartridge. Cs verified time and date to be correct on pump. Reviewed patient basal history to be zero (0) units for (B)(6) 2014. Tdd of basal on (B)(6) 2014, 29.78. Reviewed suspend history none noted. Reviewed basal program to be 12:00 am, 1.1 an hour and 6:pm to be 1.7 hour for a total of 30.0 units a day. Cs advised patient not to resume pump, as basal was not delivered on (B)(6) 2014. This complaint is being reported as the patient experienced hyperglycemia related to the pump's inaccurate delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: testing was unable to duplicate the reported complaint. No defect was found. Review of pump history shows the tdd¿s for 01/08/2014 add up correctly. Typical usage observed in alarm history. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test successfully. The black box shows unconfirmed replace cartridge alarm on 01/06/2014 13:26; deliveries resumed at 14:38.